Event description:
It was reported that the pump exhibited error code 46440 5001 1469 0 2. System fault 46,440 occurred, along with error codes 5,001; 1,469; 0; 2, and a latch error. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Event log confirmed error code complaint, also shows instances of cassette not being attached properly. No applicable service history was found. Visual and functional testing was performed. Probable cause of complaint was latch lock sensor. Replaced latch lock sensor. Performed performance verification testing (pvt) and unit passed all testing criteria.